Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: local staff was conducting c1 inspections. He was about to unplug the ac outlet and disconnect the battery to do a power failure test. At that time, battery fail appeared on the screen for a few seconds and then disappeared. No patient involvement.